Event description:
Hold for rw 2.5 material#: 20127e. Lot#: 23099460. It was reported by the customer reported that tpn and smof lipids has been infusing all night the line was checked for kinks, bubbles, and if it was clamped because the pump kept reading high pressure and would only stop alarming if the pressure setting on the pump was turned up. No patient harm. Verbatim: rcc received a complaint via phone. Pir attached. Tpn and smof lipids has been infusing all night until about 0530 on 01/04/2023. The line was checked for kinks, bubbles, and if it was clamped because the pump kept reading high pressure and would only stop alarming if the pressure setting on the pump was turned up.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional info.

Manufacturer narrative:
The customer reported that the set occluded. One sample model 20127e, lot 23099460 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of one ml/hr for 24 hrs. There was no observation of fluid blockage. The customer complaint was unable to be replicated. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future.